Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a seroma and had a revision to clean the pocket. It was unclear if this occurred two weeks after implant or in (B)(6) 2013. The implantable neurostimulator (ins) was taken out, dried off, and put back in. Conflicting information reported the ins was re-implanted two weeks after the pocket was cleaned. When there was fluid in the pocket, the ins "just went dead". The patient thought fluid may have gotten into the battery; however, at an appointment on (B)(6) 2013 the physician told the patient the ins was working as it should be. The following week the patient was not feeling pain and his stimulation felt like it should. Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported that the healthcare professional did not create a new pocket after the seroma. It was noted that the implantable neurostimulator (ins) was put in the same pocket. It was reported that the ins was put back in a few weeks later.

Manufacturer narrative:
Product ID, 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).